Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the surgeon undertook a revision case for an exeter stem, liner and metal head in a (B)(6) female on (B)(6) 2016. The devices were originally implanted in (B)(6) 2011.

Manufacturer narrative:
An event regarding revision involving an exeter stem was reported. Corrosion was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The mar indicated: "the stem was assumed to be a right hip implant. If subsequent information indicates the stem is for the left hip, the anterior and posterior surfaces are reversed. Damage consistent with the explantation process and cement-mantle breakdown was observed on the stem. Discoloration was observed on the taper of the stem." The mar concluded "no material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the root cause of the event could not be determined because insufficient medical information was provided. Further information such as operative reports, x-rays, clinical and past medical history are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that the surgeon undertook a revision case for an exeter stem, liner and metal head in a (B)(6) female on (B)(6) 2016. The devices were originally implanted in (B)(6) 2011.